Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional tests failed the occlusion test, the most probable cause was due to the damaged downstream occlusion sensor. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted a damaged downstream occlusion sensor. There was no patient involvement.